Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 225 units of insulin during the load sequence. The customer's blood glucose bg level was 503 mg/dl. The bg level was addressed with a correction bolus via the pump. A new cartridge was loaded to resolve the issue.